Event description:
It was reported that stimulation was "shocking" the patient for the last couple of nights, indicating stimulation was set too high and wanted to know how to lower stimulation. The patient lowered amplitude from 1.6 to 1.4 where the patient stated it felt good. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3 093-28, lot # va07d5g, implanted: (B)(6) 2013, product type lead. (B)(4).